Event description:
Hamilton medical ag received the following event description: "oxygen supply failed."

Manufacturer narrative:
Service engineer checked the device and found that oxygen mixer valve is defective. Valve will be replaced.